Event description:
The facility reports during a transfer, a pt has fallen off the sling. (B) (4).

Manufacturer narrative:
Following an investigation done at the premise on (B) (6)2008, and a phone conversation with the risk mgr., the root cause of this incident would be related to the utilization of wrong size of sling for the pt. The MFR recommends the customer retrain the personnel that operate this type of product and record this retraining.